Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the wire near the jaw of the large clip applier instrument became loose and the surgeon was not able to move the jaw of the instrument to complete the surgery. A backup instrument was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained additional information. The csr confirmed that the instrument was inspected prior to use. The issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to found to have a broken grip cable at the proximal end. The instrument was then found to have a broken input grip cable at the proximal end. As a result, the grip cable became loose. Further evaluation noted the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.